Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: confirm the quantity of sutures that broke? Six sutures and afterwards we tested some other package and they also broke. When did the suture break? (While in the package / during dispensing / during preparation / during use)? During preparation and during use. Did the suture also separate from the needle or just broke? The suture separate from needle. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Upon evaluation of representative samples returned, one sample had pinhole in bottom foil the side of the opening tabs. The sample was opened and the needle was attached to the suture. The swage area of the needles-suture was examined for visual inspection attribute defects and no attachment defects were noted. The suture was dispensed without problems and examined along of the strand and the suture broken in handling due to that the suture has begun with the process of disintegration. According the sample condition, the pinhole in the bottom foil, cause, the suture has begun the process of disintegration resulting in a suture breakage.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2016 and suture was used. During the procedure, the suture broke and suture separated from the needle. The procedure was completed and there were no adverse patient consequences.